Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the syringe and cartridge to resolve the issue. There was no adverse effect to customer's blood glucose levels.